Event description:
It was reported that the doctor noticed an insulation break. It was noted that the patient had notified the doctor of muscle stimulation prior to the procedure. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment of the lead was returned and analyzed.